Event description:
Patient experienced a re-stenosis approximately nine months after having two cypher stents placed in the proximal left anterior descending artery (lad). This was treated with balloon inflations. This complaint was reported via the clinical study. This pt was admitted to the facility with a chief complaint of angina. Angiography revealed an 84%, de novo, eccentric, diffused, calcified, ostial and bifurcated, c-type lesion in the proximal lad. The lesion was not pre-dilated; however directional coronary atherectomy (dca), or "plaque shaving", was conducted. A cypher (3.0/28mm) was deployed to 18atm for 31-60 seconds. Intravascular ultrasound (ivus) was conducted after the procedure, flow throughout the stented segment was timi 3. The residual % of stenosis was 0%. He was discharged on ticlid and aspirin. Approximately eight months later, a follow up angiogram was conducted, per study protocol. This revealed a 51% instent restenosis of the stented segment. The pt wasn't showing any symptoms so no treatment was conducted at that time; however, the pt was scheduled for elective re-intervention in two weeks. Approximately two weeks later, the pt returned for re-intervention (ptca). The restenosis was treated with a balloon (2.75/14mm) inflated to 18atm. The residual % of stenosis was 15%. The patient was discharged in stable condition the following day.